Event description:
It was reported that the surgeon performed a tka revision procedure for loose knee. Surgeon explanted 9mm ps insert, reimplanted 16mm ps insert but damaged it. Implanted a second 16mm ps insert and had difficulty seating it, posterior rim was damaged so a third 16mm ps insert was used/implanted successfully.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR # 2249697-2012-01364, 2249697-2012-01365.